Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of three for the same event; see also 3004485144-2016-00143 and 00145.

Event description:
It was reported that while the surgeon was impacting a cage with zyston straight inserter straight handle at mis-tlif operation; something like small metal particles/powder were seen from the inserter handle or shaft. Metal particles from the black 1/4 square t-handle upon impaction, was also observed. It is unknown if the small particles/powder fell into the patient. The surgery was completed.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report two of three for the same event; see also 3004485144-2016-00143-1 and 00145-1.

Manufacturer narrative:
The returned inserter was examined. There were no signs of cosmetic damage or deformities. There is no evidence that the metal fragments were produced from this inserter. A review of the manufacturing records did not identify any issues which would have contributed to this event.